Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness not maintained due to holes in the curved rubber, water tightness of the tip metal part is not maintained, adhesive part of the objective lens has come off, curved rubber adhesive part missing, scratches found on the grip, scratches on the angle lever, scratches found on the right/left lever, scratches are found on the up/down plate, scratches found on the right/left plate, scratches found on the nigiri cover, letters on the nigiri cover disappeared, scratches found on the video connector, scratches are found on the light guide connector, light guide connector deformed, scratches found on the video connector case, video connector case cracked, scratches on the lock engagement lever, and scratches are found on the osaekan. The faulty parts were replaced and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an endoeye flex deflectable videoscope, leaking air/water due to holes in the curved rubber. Upon inspection and testing of the customer returned device, adhesive part of the scope objective lens was found peeled off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.